Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was inhibiting pacing due to cross-talk oversensing on the ventricular channel. Such inhibition led to asystole of greater than two seconds. The device was reprogrammed and remains implanted and in service. No adverse patient effects were reported.